Manufacturer narrative:
B3: date of event is estimated. A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pain at the ipg and ineffective therapy. Reportedly, during surgical intervention on (B)(6) 2024, one lead pulled out of the epidural space while uncoiling it from the ipg. The ipg and the lead were successfully repositioned, and effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.